Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-53 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited emergency department due the lead integrity alert (lia) triggering. It was also reported that the lead have oversensing with short interval counts (sic) and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2014, sic up to 46; high rate non sustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2014 for high rate non-sustained tachycardia (nst) episodes and sic greater than 30 in 3 days.